Event description:
It was reported that one day post the device implant, the right and left ventricular lead had high impedance. It was later reported that the impedance issue was due to a loose set screw connection on the right ventricular lead. The pocket was re-opened to tighten the loose connection. The device and leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.